Event description:
It was reported that when using the bd pyxis¿ es server system had time out issue. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had time out issue. A field service engineer worked with the customer attempting to log in to the station to address a timing issue, advised that correction must occur at the server level, initially could not connect, then logged in onsite through a workstation, found the timeout set to one hour, and updated it to twenty hours to match other station settings. The system functioned as intended after the field service engineer troubleshot the device.